Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue was observed when the driver was not supporting a patient. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during system check out.

Manufacturer narrative:
The freedom driver was returned to syncardia for evaluation. Visual inspection of the driver revealed that the secondary motor cam follower was out of the bottom dead center (bdc) position. The driver's alarm history was reviewed and revealed an alarm code 2d (secondary motor voltage too high). This alarm was likely recorded during the system checkout as a result of secondary motor engagement, which correlates to the findings during the visual inspection. During investigation testing, both the primary and secondary motor circuits of the driver were tested and functioned as intended. The root cause of the secondary motor engaging (which caused the driver alarm) could not be determined, but may have been caused by impact shock as a result of rough handling or a near drop (jolt). The freedom driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a fault alarm during system check out.